Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on april 13, 2017 further reporting that the patient underwent a left ankle repair of tibia/fibula fractures on (B)(6) 2016 involving the implantation of two unknown lateral screws and a one-third tibula plate and six (6) cortex screws. The patient underwent a hardware removal only on (B)(6) 2016 involving the explant of the two (2) lateral screws only (please see related complaint (B)(4)). Subsequently, hardware removal of the one-third tibula plate and six (6) cortex screws was performed on (B)(6) 2017. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The patient began experiencing pain on an unknown date in (B)(6) 2016. This report is for one (1) unknown plate. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal surgery on (B)(6) 2017 to remove an unknown plate and six (6) screws due to pain. The plate and screws were implanted as part of a revision surgery with bone grafting performed on (B)(6) 2016. Subsequently, on an unknown date in (B)(6) 2016, the patient experienced excruciating pain at the top of the unknown plate. During a follow-up visit with the surgeon, x-rays showed that the plate was "digging into the bone." The plate and six (6) screws were removed during the (B)(6) 2017 revision surgery. It was reported that the incision is healing well. Please see related complaint, (B)(4), which address and reports events associated with this patient prior to (B)(6) 2016. This report is for one (1) unknown plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot number 9837860. Manufacturing location: (B)(6). Date of manufacture: june 23, 2015. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of one third tubular plate with collar 7 holes/85mm (part number 241.37, lot number 9837860) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Her initial injury (a tibia/fibula fracture) occurred on (B)(6) 2016 while hiking on a muddy trail. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. Seven devices (1 plate and 6 unknown screws) were received for evaluation with complaint category of "adverse event : no reported product problem." This complaint regarding hardware removal is confirmed as the returned devices were all received at cq and therefore it is confirmed that they have been removed from the patient. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices were each returned with complaint category of "adverse event : no reported product problem." There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error. No new malfunctions were identified as a result of the investigation. The returned plate shows wear consistent with implantation and explantation. The plate is intact (no break or cracks exist). A slight torsional twist as well as a slight bow exists on the plate. The twist and bow are not a result of the design specification or manufacturing process, rather they are most likely due to intraoperative contouring to fit patient anatomy or due to bio-mechanical forces while in-situ. Dimensional inspection of features related to this complaint using calipers ca592 the length of the returned plate measured 85.28mm which is within specification of 84.7mm - 85.3mm per tabulated one-third tubular plate drawing. The plate thickness measured in several locations ranged from 0.92mm to 1.02mm which is within specification of 0.9mm - 1.05mm per tabulated one-third tubular plate drawing. The plate width measured in several locations ranged from 9.61mm to 9.65mm which is within specification of 9.0mm - 10.0mm per tabulated one-third tubular plate drawing. Relevant drawings were reviewed. No product design issues or discrepancies were observed. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint, therefore a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.